Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. Customer's blood glucose level was 400mg/dl. Customer declined to troubleshoot for high blood glucose level. Additionally, the customer also mentioned that the reservoir may have been leaking into insulin pump or that it may have been damaged because she smelled and felt insulin on it, the customer did not have the reservoir to confirm and declined to troubleshoot the issue. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.